Manufacturer narrative:
Concomitant products: d141 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture was observed. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.